Manufacturer narrative:
This claim is being sent to correct the submission of mdr02. Mdr02 was inadvertenly submitted before the mdr01.

Manufacturer narrative:
The device was evaluated by a zoll approved service provider. The customer's report was observed and attributed to the analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.